Manufacturer narrative:
Method - device manufacturing history records, complaint history and packaging insert review. Evaluation summary: the reported device was not returned for evaluation due to hospital policy. Patient medical records were not available. Based on the information provided, the results of the investigation indicate that the poly wear of the reported device is expected for being implanted in vivo for approximately 15 years. This event was not device related. The device history review for the reported lot indicates that devices were manufactured with no reported incidents. The product experience reporting database (2004 - present) shows that there has been no other event reported regarding the reported lot of devices. A review of the current packaging insert notes the following warnings: "polyethylene wear. As would be expected, wear of the polyethylene surfaces of tibial and patella components have been reported following total knee replacement."

Event description:
It was reported that, "poly swap due to wear."